Event description:
Caller reported a tandem mobi cartridge alarm that caused the customer's blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed the alarm and decided to replace the pump. The caller was informed about the steps required upon receiving the replacement pump, which included putting the current pump into storage mode and returning it via ups. The replacement pump will have updated software, and the customer opted for delivery without a signature requirement.